Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
This device was successfully replaced and was returned for laboratory analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2, 2010 product performance report.

Event description:
Boston scientific crm received information that this device was explanted and returned for unknown reasons. There was no reported allegation from the field. Initial analysis revealed this device triggered replacement indicators while implanted and failed the longevity calculation. No adverse patient effects were reported.